Event description:
During in-service training session, it was detected that the screen was blurry and occasionally it goes back to normal. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep found that a pin in the touchscreen connector on the video generator board (j23) was not properly seated in the connector. Proceeded to connect it properly and performed all the functional and safety checks to meet factory specs. The pump was returned to the customer. (B)(4).